Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms and had issues with five infusion sets. The customer's blood glucose level was 182 mg/dl. When she removed her infusion sets the cannulas were bent. As she was putting in her fifth infusion set, her blood glucose level was 394 mg/dl. She corrected her blood glucose level with a manual injection. The product was not returned. Nothing further to report.